Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep replaced the monitor.

Event description:
It was reported that the stenoscope system had degraded images. No patient injury was reported.